Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to chronic high pacing thresholds on the competitive left ventricular epicardial lead. It was discovered that the right atrial transvenous lead and competitive left ventricular epicardial leads were stuck in the header and had to be cut and capped to explant the chronic device. It was reported that the transvenous defibrillation lead was explanted due to noise, which resulted in pacing inhibition, thought to have been caused by a loose set screw. A new right atrial transvenous lead and transvenous defibrillation lead were successfully implanted and a capped competitive left ventricular epicardial lead was successfully connected to a new crt-d.